Event description:
Caller reported a continuous glucose monitor (cgm) error with code 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the pump was reset, the cgm error code did not reappear, and the caller successfully started their sensor session.